Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. Review of the download data does not indicate any device malfunction that would cause or contribute to the patient's death. Device manufacture date monitor: 11/13/2014, belt: 07/18/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 in a hospital ICU while wearing the lifevest. Hospital staff were present at the patient's bedside and initiated resuscitation. Review of the download data indicates that the lifevest delivered one treatment shock before the device was shut down. Prior to the shock delivered by the lifevest, one non-lifevest shock was delivered. The patient's rhythm after the non-lifevest shock was around 70-80 bpm with CPR artifact. An inappropriate shock was then delivered by the lifevest. The post shock rhythm was 80 bpm with CPR artifact. Per the lifevest download data, the device was not active at the time of death. The device was removed when the patient was in a life-sustaining rhythm. There were no deficiencies alleged. No sustained ventricular tachyarrhythmias were detected. There is no indication that the lifevest caused or contributed to the patient death.